Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported right side rupture, "benign-appearing intramammary lymph node", and "imaging of mass in the right breast upper outer quadrant". Device status is unknown.